Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger/modem was resetting. Upon investigation the battery charger/modem had liquid contamination. The cause of the reported problem was contamination on the battery pca . The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was experiencing problems.